Manufacturer narrative:
Manufacturer ref. No (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced system error 322. It was also reported there was no patient involvement.